Event description:
It was reported that the patient developed an infection. The device and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the partial lead was returned in segments to the manufacturer and analyzed. No anomalies were found. All conductors were stretched and had blood/body fluid (not obstructed). The outer insulation was melted, had cosmetic environmental stress cracking and a breached cut. The lead was stretched, and there was apparent explant damage.